Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgical procedure on unknown date and the reservoir was connected to a drain. During the procedure, it became impossible to lock the reservoir though it could be locked in the operation room. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was verified that the plate was able to be opened and close without any issue. The sample does not have any broken or damaged components that could have affected its function. All components are in place and in good conditions as well as the end device function properly.